Event description:
A nurse reported they had a problem with the cautery during a cataract extinction with intraocular implant. An alternate cautery system was used to aid in the completion of the procedure. There was no harm to the patient.

Manufacturer narrative:
The customer contacted the company representative and stated the reported issue was caused by a nonconforming cautery cable, not the system itself. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did no indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).